Event description:
Evolence injectable collegen filler. Serious abcesses in my face, 4 to date, scarring, pus filled lesions, drainage only on one side of the face. Possible product defect or contamination. Have been to two dermatologists trying to improve the condition. Just had my fourth abscess today. Painful, infections and scarring. "Called" johnson & johnson to report this, they have never called back. Dose: one syringe on each side. Frequency: once. Dates of use: 2008. Diagnosis: wrinkles.